Event description:
Related manufacturer reference numbers: 2017865-2023-16723. It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. During right ventricular (rv) lead extraction, the right atrial (ra) lead was dislodged and came out along with the rv lead. The ra lead was explanted and replaced as well. The patient was in stable condition.